Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that they have a patient who is currently using a probe a day because the readings seem to deteriorate the longer the probe is used. The customer observed this and seen a new probe give very different readings (good position of probe etc.) No consequences or impact to patient were reported.